Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, necrosis. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, cloudy and deformation. Wrinkles (creases) and deformation are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health professional reported patient experienced "contracture", ¿fatty necrosis¿ and ¿sparse folds¿, ¿late seroma and contracture with deformation of the prosthesis¿ device has been explanted. This record is for the right side.